Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the patient was intubated, the cuff was not inflated.

Manufacturer narrative:
Evaluation summary: one sample of cuffed pediatric long tracheostomy tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe 7cc of air was applied to the cuff, and it was observed the cuff inflated and held the air. The sample was left inflated 24 hours according to process instruction and no leaks were observed. The cuff, inflation line and pvt valve were submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.